Event description:
This male pt underwent a left total hip replacement (cementless) on 2/7/92 for osteoarthritis of the left hip. On 3/18/96 the pt presented to the emergency care ctr complaining of acute left hip pain and inability to walk because of the pain. X-rays revealed a dislocation of the left total hip replacement with fracture of the femoral head portion of the femoral component. On 3/19/96, the pt underwent revision left hip arthroplasty; synovectomy, left hip; femoral shaft osteotomy with open reduction and internal fixation using cable grafts and proximal femoral allografting.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.